Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the monopolar curved scissors (mcs) made sparks and one cable was release (loose). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint that "one cable was release (loose)"; however, did not confirm that "the monopolar curved scissors (mcs) made sparks." Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The mcs instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause is attributed to a component failure. An in-house mcs tip cover accessory was installed on the returned instrument and covered the entire distal portion of the tube extension. The mcs instrument was placed and on in-house system and tested for energy delivery. Energy was delivered during multiple attempts without any issues and the electrical continuity test passed. There were no sparks or arcing observed. Additional observation(s) not reported by site: the mcs instrument tube extension exhibits signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.021¿ x 0.170¿. The root cause is typical attributed to the mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during mcs tip cover accessory installation/removal. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the mcs instrument (part#470179-19/ lot# n12201006 0313) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0169. The instrument had 3 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device (the instrument tube) that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. The initial allegation that "monopolar curved scissors (mcs) made sparks" has been documented against the mcs tip cover accessory and submitted under patient identifier# (B)(6).